Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that on (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with left recurrent flank incisional hernia thereby underwent laparoscopic repair with the implant of sepramesh ip. Per op notes, "a sepramesh ip was placed into the abdominal cavity using sutures." (B)(6) 2013 - patient was diagnosed with recurrent left flank incisional hernia thereby underwent repair. Per op notes, "lysisof adhesions were performed. The previous mesh was incorporated; a synthetic mesh was placed."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.